Event description:
"E" was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 5 months 29 days after insertion of essure, the patient experienced irritability ("irritability"), bruxism ("bruxism") and fatigue ("fatigability"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the irritability, bruxism and fatigue had not resolved. The reporter provided no causality assessment for bruxism, fatigue, irritability and medical device removal with essure. The reporter commented: no obvious aetiology was found neither via physical examination nor via lab tests for events irritability, bruxism, fatigability. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 879 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 5 months 29 days after insertion of essure, the patient experienced irritability ("irritablity"), bruxism ("bruxism") and fatigue ("fatigability"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the irritability, bruxism and fatigue had not resolved. The reporter provided no causality assessment for bruxism, fatigue, irritability and medical device removal with essure. The reporter commented: no obvious aetiology was found neither via physical examination nor via lab tests for events irritability, bruxism, fatigability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.